Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was recei ving compounded baclofen (4000 mcg/ml at 1,099.7 mcg/24hrs) via an implantable pump for intractable spasticity. It was reported that the full system was explant due to infection. There are no factors that have led to the event. The issue was resolved ate time of the report. Patient status was alive no injury. Patient medical history include intractable spasticity.

Manufacturer narrative:
Concomitant medical products: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2003 explanted: (B)(6) 2022 product type catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 25-sep-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.